Manufacturer narrative:
The device is an installed centralized pt monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes, and displays pt vital signs data from multiple bedside multiparameter pt monitoring devices through either wired or wireless connections. Welch allyn technical support received the display from the customer and confirmed the allegation that the display would not turn on. The monitor has no power. Welch allyn replaced the display per the service contract. Method: (replaced per service contract).

Event description:
The customer reported that they had a viewsonic vg930m display that failed (no power) on (B)(4). The system is pt list review system and there was no loss of centralized monitoring. There was no report of any pt harm as a result of the reported events. The customer did not provide any pt info.